Event description:
A report was received that the patient underwent a pocket revision because the patient's ipg had turned sideways and the patient was experiencing difficulty in charging. The patient was reportedly doing well following the procedure.